Manufacturer narrative:
Device 3 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that, the patient experienced adhesive issues with 4 infusion sets. The issues were of the same type. The infusion set fell off during use. This happened 4 times since (B)(6) 2024. The area of insertion was cleaned and air-dried. Adhesive aides, specifically IV prep, were used at the area of insertion. The area of insertion was free of hair and not irritated prior to insertion. The infusion set was in use for 1 day. The patient's blood glucose at the time the issue was noticed was estimated to be between 120-160 mg/dl. The patient resolved the issue by replacing the infusion set and successfully resumed insulin. No further information available.